Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (415 mg/dl) the customer took a bolus to stabilize bg level. The contact declined to troubleshoot with tandem technical support at the time of the call. It was indicated that the customer is in contact the healthcare provider to discuss factors that may affect bg level.